Manufacturer narrative:
Exact date unknown, event occurred two weeks ago based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(4). Batch: 7077705.

Event description:
It was reported that the patient had lost relief from stimulator due to high impedances. It was noted that the lead migrated as revealed with imaging. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device will not be returned due to hospital policy.